Event description:
On (B)(6) 2022, an intuitive surgical, inc. (Isi) clinical development engineer (cde) became aware of an issue via a discussion among the surgeons, who attended a virtual conference on (B)(6) 2022. Information provided by the isi cde is as follows: at a virtual conference, the sp robotic marathon, on (B)(6) 2022, multiple surgeons on a panel complained about the ¿monopolar curved scissors (mcs) tips sticking together when tissue gets stuck on them¿. A few of the surgeons then described how they will air fire with cut energy in order to burn the tissue off and ¿unstick¿ the tips. There were multiple surgeons participating in this discussion, so the isi cde did not catch exactly who said what, but several of the surgeons present expressed their agreement with this complaint and using energy to fix it. There was no referenced of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that during a transvesical robotic assisted prostatectomy using sp on (B)(6) 2022, there was dissection around the prostate and the bladder tissue or tissue around the prostate was adhering to the instrument jaws. The surgeon fired with cut energy to burn off the tissue. The same instrument was used throughout the procedure. According to the surgeon, the reported of the mcs tips sticking issue did not impact the procedure as a whole and instead it¿s ¿mainly annoyance at the tips sticking together¿. Patient information was requested but not provided. Additional information received from the initial reporter on (B)(6) 2022 further confirmed that ¿it was a live case during a conference. The case was performed on october 29th, the date of the conference¿. The reported does not have any additional details other than the ones has already provided¿.

Manufacturer narrative:
From available information, the surgeon continued to use the same monopolar curved scissors (mcs) instrument throughout and completed the procedure robotically. There is no return material authorization (RMA) associated with this complaint. Also, there is no evidence that an isi device caused or contributed to an adverse event. Therefore, there is no isi product expected to return for evaluation. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A review of the site¿s complaint history as well as the system and instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail as well as the customer's name and address. Further log review is not possible due to a lack of system and instrument detail as well as the event/procedure date. No image or video clip for the reported event was submitted to isi for review. The probable root cause of the referenced issue via virtual conference cannot be determined at this time. From available information, there is no evidence or indication that a malfunction had occurred or that a da vinci system, instrument or accessory caused or contributed to the referenced event during the virtual conference among the attended surgeons. This complaint is considered a reportable event due to the following conclusion: it was reported that during a robotics assisted surgical procedure the ¿monopolar curved scissors (mcs) tips sticking together when tissue gets stuck on them¿. The procedure was completed robotically with no patient injury. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. If additional information becomes available a supplemental MDR will be submitted.